Event description:
Fallopian tube clips were being applied when it was noted that the applicator was advancing the springs only half-way. Another fallopian clip applicator was then utilized to complete the procedure. No pt problems were reported.